Manufacturer narrative:
A biomérieux internal investigation has been completed with the following results: the log and firmware investigation carried out at the manufacturing site found the issue to be generated by a coincidence of three main points. 1) the manual sample preparation/transfer introducing bubbles in the sample. 2) wrong insertion of the disposable aspirator tips. 3) a firmware bug that is only triggered when the liquid level in the wells is too high (negative value). The combination of the three circumstances lead to the vessel overflow that was observed. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. As part of continuous improvement, a design change to mitigate the effects of the aspirator tips wrong insertion has already been carried out and a firmware design change will be carried out to include the possibility for the instrument to handle negative levels and to be able to invalidate overflowing wells before the reagents and the sample can contaminate the instrument.

Event description:
On 18-jan-2022 a customer from denmark reported to biomérieux that an overflow of buffer with alarms 10076 occurred in the right section of emag (ref. 418591, serial number: (B)(4)). Six (6) out of seven (7) samples were invalidated. The last sample continued testing, but the aspirator was most likely inserted wrongly or blocked, as there was an overflow from the vessel. The customer provided the data logs for review. The data confirmed the vessel overflow on positions v#2.2 and v#2.5. In these two positions, the three buffers were dispensed (eb1, eb2 and eb3), but only eb1 can lead to potential user harm. The user manual instructs the users on how to carefully clean up spills and there is a warning for cleaning up the extraction buffer 1 (eb1). A field service engineer (fse) visit to the customer site has been recommended to check and clean the inside part of the process lane. According to customer, there is no harm associated with this issue but the vessel overflow (spill of sample inside the instrument) could lead to chemical or biological contamination as well as possible cross contamination (impact on result) of the system. A biomérieux internal investigation has been completed.